Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that she was hospitalized with hyperglycemia. Blood glucose value at the time of admission was 578 mg/dl. Customer was wearing the insulin pump at the time of incident. Customer declined troubleshooting and stated that 3 doctors and a nurse practitioner recommended getting the insulin pump replaced. The customer changed the site twice and treated with manual injection. Blood glucose at the time of the call was 268 mg/dl. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.